Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Intrument failure - humerus fracture.

Manufacturer narrative:
The agent reported "dr. (B)(6) wanted to cut the fins off size 1 cs edge trial. Proximal humerus fracture. He did cut the fins off of cs edge implant. Wanted a real look at it with trial." This event occurred during surgery, away from the patient. There was no delay in surgery and the surgery was completed as intended. The instruments was inspected prior to use and was found to be acceptable. The agent was present when this even occurred but was not able to provide another suitable device. The reported device was not returned to surgical for evaluation. The agency was contacted twice with no response. If at a later time the device is returned an amendment will be returned. The revision level or lot number was not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed no previous complaints that allege this same issue. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with user preference and instrument usage, not a design or manufacturing issue. The root cause of this complaint is due to the surgeon modifying the instrument and implant for visibility. It is unclear as to why the surgeon did not follow the surgical technique. There were no reported issues with the instrument/implant.